Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture bake grade IV.

Event description:
Healthcare professional reported left side capsular contracture bake grade IV and bilateral removal due to patient concern with the device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation device, crease fold and wear abrasion observed on the device. ¿ yellow particles observed on the device.

Event description:
Healthcare professional reported left side capsular contracture bake grade IV and bilateral removal due to patient concern with the device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.4., d.6a., h.4.

Event description:
Healthcare professional reported left side capsular contracture bake grade IV and bilateral removal due to patient concern with the device. The device remains implanted.

Event description:
The device has been explanted and replaced.